Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to retract or to determine its root cause. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported that the needle never retracted and that her blood glucose reached 350 mg/dl.